Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Manufacturer narrative:
(B)(4). Device evaluation: visual analysis of the device noted black, yellow, and brown particles on the shell of the device. A weight test was performed and the device was noted to be with in specifications. Microscopic analysis noted the device to be intact and functional. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma alcl and seroma. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reports: "lymphoma at right side : drainage and capsular biopsy performed and cytology of liquid approximately 3 months ago. 15 days later further drainage. Anapath performed. Device has been explanted." Further information received reveals there was a ¿recurrent periprosthetic seroma on right side with volume increases.¿ seroma was confirmed with echography and irm. Testing of fluid reveals a diagnosis of anaplastic large cell lymphoma (alcl), which was "confirmed by lymphopathy." Follow-up with physician reveals pathological markers alk- and cd30+. Physicians also noted the patient experienced ¿4 recurrences of lymphorrhea of 300 cc on the right side in less than 1 month" and ¿4 episodes¿ of peri-implant seroma ¿in 2 months,¿ ¿300 cc each time.¿ physician additionally noted ¿stage ii¿ capsular contracture, side was not specified. Health professionals also noted that the patient¿s (B)(6) year-old child ¿has been operated upon for a heart defect during first year of life." The patient's child was also diagnosed with "neutropenia.¿ the patient also ¿suffered migraines that occurred approximately every 3 months.¿ the patient¿s surgical history also includes a ¿partial thyroidectomy for a cold nodule¿ after the devices were implanted. This record is for the right side.